Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0mrwg, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
Friend/family member reported the patient had a lead migration and experienced pain. Caller stated that "playing on the playground." They had to turn the stimulator off because patient was in so much pain. A lead revision was performed on (B)(6) 2016. Patient outcome remained unknown as of now. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Event description:
Additional information was received from the friend/family member. The caller reported that the cause of the lead migration was not determined. The patient had a revision and the device was working at the time of report. The caller noted that the healthcare professional that did the revision had relocated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.